Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump had an insulin delivery issue. The reporter claimed that on (B)(6) 2012, the patient's blood glucose (bg) level went high and the patient was seen an emergency room (ER) during the evening time. She was released the following day in the morning. However, the reporter indicated that the patient's bg level elevated again and he was admitted to the ICU with dka and a bg level greater than "500 mg/dl." According to the reporter, the "endo" in the ICU found that the pump would not deliver a bolus. The endo attempted to perform an air bolus of 10 units but nothing was delivered. Through troubleshooting, the reporter was able to manually push insulin out of the cartridge into the tubing. However, when she attempted to perform a 3 unit air bolus, nothing came out. The reporter mentioned that she could hear the pump's motor running but no insulin was being delivered. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an insulin delivery issue and the patient was hospitalized for dka.

Manufacturer narrative:
(B)(4): no defect was found. Testing was unable to duplicate the complaint during the investigation. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Review of the daily insulin totals show the pump was delivering accurately until the last date used and the delivery totals correctly reflect the users programmed rates. Successfully completed a 10 u audio bolus and a 10 u normal bolus. Both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.